Event description:
A 12mm device was placed which embolized to the descending aorta. Retrieved through the femoral artery the next day. Dr feels there may have been a fibrous strand limiting the defect size when originally measured. A week later in 2002 a 26mm device was placed.